Event description:
The patient received 2 scs trial leads. It was reported during the patient's trial procedure, one of the scs leads showed invalid impedance values when connected into the mts. Subsequently, a different scs lead was used which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.